Manufacturer narrative:
Physio-control evaluated the electronic patient record from the event and verified that the reported issue occurred. Physio thoroughly tested the device but was unable to duplicate any power discrepancies. Physio observed that the device's batteries were older and replaced them as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered off multiple times by itself. The patient, a female in her late 60's, was complaining of dizziness and was having her vitals monitored by the device. There were no adverse effects to the patient as a result of the reported issue.